Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014. Device evaluation:the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: the keypad button cover was found to be intact; no peeling was observed. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and evidence of contamination was found under all of the key contacts. Unrelated to the keypad issue, evaluation revealed a crack at the top of battery compartment and near the pump case seal.